Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag was leaking from an unknown location. This event occurred after compounding the bag with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Magnified visual inspection and functional testing were performed and observed a leak in the lower left edge of the bag. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.